Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer did not remove the residual air from the cartridge prior to filling the cartridge. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level ranged from 288-289 mg/dl. Tandem technical support educated customer on the proper load process. In addition, it was reported that multiple minimum fill notifications occurred after the user filled the cartridges with 200 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue.